Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the lead experienced high threshold. The lead was removed and replaced with a new lead successfully. No patient complications have been reported as a result of this event.